Event description:
Following standard operating procedure the doctor called for c-arm to verify catheter placed during procedure. The c-arm, an oec 9900, failed on start up giving a "hv register fail". A second c-arm also an oec 9900 was brought in. The case proceeded for just a couple of minutes before this c-arm also failed with the display minimizing to a very small circle, too small for the doctor to proceed. A third c-arm was located and the case was finished. Due to the multiple c-arm failures there was approximately a 20 minute time period from during which the patient had a catheter in place without confirmation of proper position. Service calls were placed with ge, as both units are still under warranty. Printed circuit boards (pcbs) were replaced in both units to address the problems and the units were returned to service.